Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. After the clip was advanced to the right ventricle, the patient's heart stopped. Chest compressions were immediately started, and a temporary pacemaker was placed in the right ventricle. After a normal heart rhythm was established, the physician continued with the procedure. The clip was momentarily caught in chords, but was subsequently freed. The clip was successfully implanted. A second clip was successfully implanted posterior to the first, to treat residual tr. After the procedure concluded, the temporary pacemaker was removed. It is believed that the first clip caused a temporary right bundle branch block. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy was due to procedural circumstances. The cause of the reported heart failure and cardiac arrest were unable to be determined. The reported patient effect of heart failure, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.